Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. Bg values were not provided the customer alleged that the pump was not functioning properly. The customer declined to troubleshoot the issue with tandem technical support. Reportedly, the customer reverted to an alternate pump for insulin therapy.